Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed the complaint ¿erbe error m-36.¿ a visual inspection did not identify any conditions related to the reported event, and subsequent functional testing confirmed that the integrated electrosurgical unit (iesu) powered on normally and successfully cauterized across all ports and instrument without issue. It was in good cosmetic condition. Additionally, a review of the internal error log showed the presence of m36 and m b0. Intuitive followed up and obtained additional information. Event occurred during procedure on (B)(6) 2025. Customer switched to esu generator for handpiece bovie. The procedure was completed robotically with the same iesu generator. There was no injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, an operating room (or) staff reported an error on the erbe system during handheld energy activation. The user indicated that this issue had occurred previously. An external generator was used for the handheld device to continue the case. The procedure was completed as planned with no report of patient injury.